Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the system was stuck at 00:00. Upon troubleshooting actions, fse identified that the ts x5 light was not lit during the boot up process and disk c file was lost. Fse replaced the disk c file and network cable between the ts switch and host pc. After replacement, the system was returned to use in good working order.the codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.